Manufacturer narrative:
The devic is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume of normal saline. It was reported that an unspecified secondary tubing set was connected to the upper clave y-site for piggyback delivery of an unspecified concentration of zometa at a rate of 300ml/hr. After delivery of the secondary solution was completed, it was reported that the primary tubing set did not flow. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.